Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an open cholecystectomy on an unknown date and suture was used on the muscle and fascia layers. After the procedure, the wound became infected. The patient was given intravenous antibiotics. Currently, the patient is still in the hospital. Additional information was requested.